Manufacturer narrative:
The previously reported MDR date of awareness of 09/11/2017 was inaccurately reported in the initial MDR section. The date should have been reported as 09/07/2017 which was identified on 02/21/2019 during a quality audit review of closed files. The manufacturing review, investigation summary, and the labeling review remain unchanged. Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. An indication for a manufacturing related cause could not be found. No additional complaint has been reported for this lot number previously. Investigation summary: the stent delivery system was returned for evaluation. Based on the evaluation of the sample a premature deployment could not be confirmed. The deployment mechanism was found actively used, the safety clip was found removed, and the stent was found partially deployed. However, the proximal luer port including luer securing components was found detached and missing. The detachment identified could not be re constructed because it was not reflected in the provided event description. The investigation will be closed as confirmed for detachment. Based on the sample evaluation and the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.", "do not remove the white conversion tab (m) unless you have selected ¿the conventional method¿ for stent deployment." And "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent."

Event description:
It was reported that during a stent placement procedure to open a six-centimeter occlusion in the right external iliac artery with retrograde access through the common femoral artery, the health care provider had predilated the lesion with a competitor's device and advanced the flushed stent delivery system using an introducer sheath and guidewire into a severely calcified lesion. Prior to attempting stent deployment, the tip of the stent was allegedly deployed prematurely out of the delivery system. Reportedly, the device was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report the correct product brand name, and date sample received from cust as these fields were incorrect. The manufacturing review, investigation summary, and labeling review remain unchanged. H10: manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. An indication for a manufacturing related cause could not be found. No additional complaint has been reported for this lot number previously. Investigation summary: the stent delivery system was returned for evaluation. Based on the evaluation of the sample a premature deployment could not be confirmed. The deployment mechanism was found actively used, the safety clip was found removed, and the stent was found partially deployed. However, the proximal luer port including luer securing components was found detached and missing. The detachment identified could not be re constructed because it was not reflected in the provided event description. The investigation will be closed as confirmed for detachment. Based on the sample evaluation and the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.", "do not remove the white conversion tab (m) unless you have selected ¿the conventional method¿ for stent deployment." And "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." H10: g4 h11: d1, d10, h6 (eval code & desc - method 1).

Event description:
It was reported that during a stent placement procedure to open a six-centimeter occlusion in the right external iliac artery with retrograde access through the common femoral artery, the health care provider had predilated the lesion with a competitor's device and advanced the flushed stent delivery system using an introducer sheath and guidewire into a severely calcified lesion. Prior to attempting stent deployment, the tip of the stent was allegedly deployed prematurely out of the delivery system. Reportedly, the device was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure to open a six-centimeter occlusion in the right external iliac artery with retrograde access through the common femoral artery, the health care provider had predilated the lesion with a competitor's device and advanced the flushed stent delivery system using an introducer sheath and guidewire into a severely calcified lesion. Prior to attempting stent deployment, the tip of the stent was allegedly deployed prematurely out of the delivery system. Reportedly, the device was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The previously submitted emdr inaccurately reported the report date. The report date should have been reported as 12/21/2017. Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. An indication for a manufacturing related cause could not be found. No additional complaint has been reported for this lot number previously. Investigation summary: the stent delivery system was returned for evaluation. Based on the evaluation of the sample a premature deployment could not be confirmed. The deployment mechanism was found actively used, the safety clip was found removed, and the stent was found partially deployed. However, the proximal luer port including luer securing components was found detached and missing. The detachment identified could not be re constructed because it was not reflected in the provided event description. The investigation will be closed as confirmed for detachment. Based on the sample evaluation and the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.", "do not remove the white conversion tab (m) unless you have selected ¿the conventional method¿ for stent deployment." And "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the bard e-luminexx vascular stents products that are cleared in the us. The 510 k number and pro code for the bard e-luminexx vascular stents products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure to open a six-centimeter occlusion in the right external iliac artery with retrograde access through the common femoral artery, the health care provider had predilated the lesion with a competitor's device and advanced the flushed stent delivery system using an introducer sheath and guidewire into a severely calcified lesion. Prior to attempting stent deployment, the tip of the stent was allegedly deployed prematurely out of the delivery system. Reportedly, the device was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. An indication for a manufacturing related cause could not be found. No additional complaint has been reported for this lot number previously. Investigation summary: the stent delivery system was returned for evaluation. Based on the evaluation of the sample a premature deployment could not be confirmed. The deployment mechanism was found actively used, the safety clip was found removed, and the stent was found partially deployed. However, the proximal luer port including luer securing components was found detached and missing. The detachment identified could not be re constructed because it was not reflected in the provided event description. The investigation will be closed as confirmed for detachment. Based on the sample evaluation and the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.", "do not remove the white conversion tab (m) unless you have selected ¿the conventional method¿ for stent deployment." And "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." (B)(4).

Event description:
It was reported that during a stent placement procedure to open a six-centimeter occlusion in the right external iliac artery with retrograde access through the common femoral artery, the health care provider had predilated the lesion with a competitor's device and advanced the flushed stent delivery system using an introducer sheath and guidewire into a severely calcified lesion. Prior to attempting stent deployment, the tip of the stent was allegedly deployed prematurely out of the delivery system. Reportedly, the device was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.